Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lot 15918178: (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore excluder® aaa endoprostheses. According to the report, as a 16 fr. Gore dryseal sheath with hydrophilic coating was being advanced from the right side strong resistance was felt. Reportedly, after the endoprostheses were successfully deployed without issue and the introducer sheath was removed. Intra-operative imaging showed dissection of the patient¿s right external iliac artery. A bare metal stent was implanted to repair the dissection with additional ballooning performed using a non-gore balloon (manufacturer unknown). Final imaging showed repair of the iliac artery dissection, and the patient tolerated the procedure. It was reported the right external iliac artery was severely calcified and reportedly the physician stated the resistance encountered during advancement of the sheath may have been caused by this calcification.